Manufacturer narrative:
D1: corrected data.

Manufacturer narrative:
This submission is a duplicate of MFR medwatch report # 2916596-2018-01020. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. The patient expired on (B)(6) 2018 (reference MDR-2018-02196). The lvad was not available for evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 7 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was admitted for a gastrointestinal bleed. Gi was consulted for treatment. A colonoscopy was done and a hemoclip was placed. At the time of the event heparin was administered as a anticoagulation. The patient received 3 units of packed red blood cells and one unit of fresh frozen plasma over a 24 hour time period. No additional information was received.